Event description:
It was reported that the small portion of the implant broke off during impaction at the thread/inserter point. The remaining portion of the device was implanted. No patient complications were reported.

Manufacturer narrative:
The small broken-off portion of the implant was returned and the remaining portion of the device was implanted. The small pieces received are too small as to conduct a conclusive investigation. No patient complications or prolong time of the procedure were reported. Surgeon felt that the remaining portion of the implant will not pose any threat to the safety of the patient and made a decision to leave the device implanted. Device history records were reviewed and no evidence was found to indicate nonconformance to the manufacturing and/or design specifications. The most likely cause of the event is excessive force applied on the cage during insertion. Trends will be monitored for this and similar complaints. At the present time, the complaint is considered closed.